Event description:
It was reported during tha surgery, the tip of the driver broke and was left in the head of the screw. The tip of the driver was left insitu.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.